Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred while charging the pump battery. The customer changed the power adapter and pump was successfully charged. The pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while charging the battery. Customer¿s blood glucose level was 116 mg/dl. Customer reverted to using manual injections and the pump for insulin therapy.